Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a right side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported a right side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease flat, deformation, wear abrasion. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is no issues found related with the manufacturing process additional, changed, and/or corrected data: d.10, h.3, h.6.